Event description:
It was reported that during a staar procedure, the device did not staple correctly. No further information is available. Another device of the same product code was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/2/2007. Information anticipated, but unavailable at this time.